Event description:
When prepping hawkone athrectomy device it would not turn on, therefore delaying the procedure. The device did not enter the patient's body. A new hawkone was opened and the case proceeded without incident. There was no harm to the patient. The device was not available for return.